Event description:
After primary surgery, bones did not fuse; non-union. The surgeon was removing the mmi lisfranc plate and was only able to get 2 out of the 7 screws out. The other 5 screws were cold fused to the plate. Surgeon broke 4 drivers trying to remove the other screws. The end result was that he has to leave the plate in and was nervous the patient would be very upset.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the labeling did not indicate any abnormalities. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A clinical opinion was requested from our clinical expert. He stated: cold welding of locking screws is a well known problem which is widely described in the scientific literature and adequately addressed in our risk management files. There are specific techniques for removal of cold welded screws described in the scientific literature (e.g. Counter boring of the screw head or cutting of the plate around the screw head and unscrew the remaining piece of the plate together with the cold welded screw). This should be basic knowledge of an average skilled trauma surgeon. Please note that the current op technique reads: applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for non-locking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening. Based on investigation results, this case could be classified as user related. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
After primary surgery, bones did not fuse; non-union. The surgeon was removing the mmi lisfranc plate and was only able to get 2 out of the 7 screws out. The other 5 screws were cold fused to the plate. Surgeon broke 4 drivers trying to remove the other screws. The end result was that he has to leave the plate in and was nervous the patient would be very upset.